Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold measurements. A physician suspected the lead was dislodged and performed a fluoroscopy to confirm it. A physician attempted to reposition the lead, but the active fix screw was unable to be redeployed. As result, the lead was extracted and a replaced with an alternate.